Manufacturer narrative:
It was reported that a revision surgery was performed due to an unspecified post operative condition. The prosthesis was exchanged. The associated journey ii cr oxinium femoral component was not returned for evaluation. Therefore, a product analysis could not be conducted. After repeated requests, smith and nephew has been unable to obtain device details. As device information was not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Without the return of the actual product involved, no batch information and no reason of failure provided, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to an unspecified post operative condition. The prosthesis was exchanged.